Manufacturer narrative:
Follow-up from 07-aug-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced almost constant pain in her lower stomach and pelvic area and bled like a scolded dog constantly (interpreted as genital bleeding). These events were considered serious due to medical importance and listed in the reference safety information for essure. Genital bleeding may occur during and following the micro-insert placement procedure. Also, abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the time from essure insertion to the onset of the events is unknown. She stated that she has had to have surgery to correct the issues that came along with essure. Considering this information, a causal relationship between the reported events and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was required. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received via regulatory authority (case# mw5039341) in united states on (B)(6) 2015 from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that essure is the devil and states that it has ruined her life. She has had to have surgery to correct the issues that came along with essure. Consumer informed that she was normal before this. She has weight gain, bloating, almost constant pain in her lower stomach and pelvic area and states that she bled like a scolded dog constantly. Follow up 02-feb-2015: ptc investigation results were provided. (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced almost constant pain in her lower stomach and pelvic area and bled like a scolded dog constantly (interpreted as genital bleeding). These events were considered serious due to medical importance and listed in the reference safety information for essure. Genital bleeding may occur during and following the micro-insert placement procedure. Also, abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the time from essure insertion to the onset of the events is unknown. She stated that she has had to have surgery to correct the issues that came along with essure. Considering this information, a causal relationship between the reported events and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was required. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.